Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 32 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the balloon and stent had been subjected to positive pressure as the stent had been expanded and there was solidified media inside the balloon. It was also noted that the stent was damaged. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system . A visual and tactile examination also found mid-shaft kinks. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 32 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.